Event description:
A non-smoking pt underwent a primary microdisc procedure at a single level. Both adcon-l and gelfoam were administered intraoperatively. Two weeks post-operatively, pt presented with photophobia, positional headaches, nausea and vomiting. Conservative mgmt of the pt failed. Several days later (post-op day 17), pt underwent reoperation which identified and repaired a 2-3mm dural tear under the s1 hemilaminectomy. The pt recovered without sequelae.

Event description:
A pt was diagnosed with disc herniation at l5-s1 by MRI. After non-operative treatments for 6 months proved ineffective, the pt had a repeate MRI that showed that the disc herniation had significantly increased in size. The pt elected to undergo a left-sided l5-s1 lumbar discectomy. Intraoperatively, a large, extruded didsc fragment was removed. At the conclusion of the operation, routine inspection of the dura was performed before adcon-l was placed over the laminotomy. Two weeks after the operation, the pt developed headaches and photophobia. A MRI of the lumbarsacral spine demonstrated a small collection of fluid at the laminotomy site. A CT-myelogram confirmed evidence of cerebral spinal fluid leak from the dorsal aspect of the nerve root. The pt underwent a dural repair procedure, and a small tear was found at the laminotomy site. It was repaired with suture and a muscles graft. Le ax, rogers de, dawson eg, kropf ma, degrange da, delamarter rb. Unrecognized durotomy after lumbar discectomy. Additionally, adcon-l is the subject of a voluntary recall. "Durotomy" is not listed in the health hazard assessment (hha) as a clinical condition that might be associated with the contaimination of adcon-l with aluminum particulates.